Manufacturer narrative:
A field service engineer was dispatched.the fse guided the customer in performing a sorter x and y axis alignment from the sorter pickup head to dispense lane to correct the issue. The instrument is running successfully and there is no further action required by field service. The most probable cause of the reported event was the pick up head dispense lane alignment was off. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015,a customer reported sorter x axis error 4021-on going error with their aia 1800 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event, which resulted in delay in reporting of e2, fsh and prog patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.